Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical products: product ID 3389, serial# unknown. Product type: lead. (B)(4).

Event description:
Kefalopoulou, z., zrinzo, l., aviles-olmos, I., bhatia, k., jarman, p., jahanshahi, m., limousin, p., hariz, m., foltynie, t. Deep brain stimulation as a treatment for chorea-acanthocytosis. Journal of neurology. 2013;260(1):303-305. Doi: 10.1007/s00415-012-6714-0. Summary/reported event: a (B)(6) male required ins removal and IV antibiotic treatment 8 weeks after implant due to infection at the ins site. Microbiological testing confirmed staphylococcus aureus. A new ins was implanted 13 days later, but the entire system was removed 4 weeks after due to development of an intra-cerebral pallidal abscess. Staphylococcus aureus infection was confirmed and the patient was treated with IV linezolid for two weeks followed by 4 weeks of oral linezolid. The patient saw great improvement in their clinical status. Five months after dbs removal, the patient had complete resolution of their choreic movements on their right side due to the "pallidotomy-like" effect of the intra-cerebral abscess. The patient's pre-existing dysarthric speech was compromised. The hcp believed the ins was replaced too early following the initial infection, which led to the abscess.

Manufacturer narrative:
(B)(4).